Event description:
It was reported to philips that pacemaker function was turned off. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed upon conclusion of the evaluation this will be documented as a malfunction that occurred at the time of the reported event. Manufacturer is unable to repair the faulty defibrillator. According to service bulletin (B)(4), the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31 december 2013. All options associated with this defibrillator were discontinued as of (B)(6) 2013. The end of support date for the device is (B)(6) 2018. The customer was aware of the end of life terms. The device remains at the customer site.

Manufacturer narrative:
Corrected b5 and h10 coding.

Event description:
It was reported to philips that the pacemaker function was turned off. There was no patient involvement. The device was not evaluated because it was past the end of support date. Upon conclusion of the evaluation this will be documented as a malfunction that occurred at the time of the reported event, manufacturer is unable to repair the faulty defibrillator. According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31 december 2013. All options associated with this defibrillator were discontinued as of 31 december 2013. The end of support date for the device is 31 december 2018. The customer was aware of the end of life terms and the device remains at the customer site.